Event description:
The customer returned the duodenovideoscope which is an olympus asset with no reported complaint. During the evaluation of device, objective lens chipped glue was found. The repair center access the condition and determined that the most probable cause for objective lens chipped glue was traced to component failure. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. The date of event is unknown. A supplemental report will be submitted if provided.